Manufacturer narrative:
Batch review performed on 21 october 2025: lot 2103967: (B)(4) items manufactured and released on 02-jun-2021. Expiration date: 16-may-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 3 years and 5 months after the primary surgery, the surgeon upsized the liner to give the patient more stability (from 13 to 20 mm). The surgery was completed successfully.